Manufacturer narrative:
We received one tuohy borst type introducer with a damaged sheath for examination. Report of a kink in the introducer was not confirmed. The sheath of the introducer appears to have broken or was torn apart 4cm distal of the valve housing, there was no kink observed. The break site has irregular edges indicating it was not cut. The suture ring on the sheath soft hub is broken. The valve housing and internal components are not damaged. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, part of the introducer remained inside of the patient when staff tried to remove it. The introducer had been placed without the swan ganz catheter and it was only used for administration of medications to the patient. The pump infusion alarm caused the clinician to troubleshoot and the bend in the introducer was observed. Another introducer was inserted and the bent one was used for the drug administration. When the clinician decided to remove the bent catheter it was noticed that part of it remained inside of the patient. Retrieval was attempted but the fragment migrated to the right ventricle. The femoral vein was accessed and the fragment was successfully removed. There was no allegation of patient injury related to this event. However, the patient died one week after the extraction of the catheter due to a renal failure unrelated to the stated event.